Event description:
While undergoing hemodialysis, tubing set developed an air leak and machine failed to alarm resulting in pt suffering a stroke due to air embolism. The pt was subsequently hospitalized, treated with medications and other treatments and discharged to a rehab facility where they currently reside.